Event description:
The customer reported the following: an orthopedic/post op rn set up primary tubing and bag with secondary antibiotic bag to infuse antibiotic. The head height was adequate and connections intact. The rn noticed the primary line bag becoming fuller and secondary bag emptying without starting infusion to the patient. New primary tubing was obtained and antibiotic proceeded without further issues. The primary administration set was clamped downstream of the pump when flow of solution from the secondary bag to the primary bag was discovered. The sets were not saved. There was no adverse effect to the patient. No medical intervention was required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer's report that fluid from the secondary backed up into the primary could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.